Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had a e216 scope communication error. The issue occurred during preparation for use of a diagnostic thoracotomy procedure (right middle lobe) that was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was not returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Olympus will continue to monitor the field performance of this device.